Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed in the infrared window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. All the buttons responded properly. No evidence of moisture was observed. A leak test did not show any leak on the pump. Removal of the pump casing did not find evidences of moisture intrusion inside the pump. The investigation was unable to duplicate the reported moisture ingress issue. Unrelated to the reported moisture issue, the display was dim and discolored.